Manufacturer narrative:
UDI -- (B)(4). Attempts are being made to obtain additional information. Upon receipt of new, relevant information, a follow-up report will be submitted.

Event description:
As reported by the affiliate, 5 hours after implantation, a microsensor displayed abnormal pressure readings and was revised. The sensor was checked and it was confirmed that red fluid was leaking out from the connector part. There was no red fluid confirmed on the sensor cable that was outside the patient¿s body or on a gauze that covered the sensor. The connector part was flushed by water, but the displayed pressure was still abnormal. Therefore a revision surgery was performed to replace the icp sensor. The new sensor functions without any issue. The patient is recovering well. The product will be returned.

Manufacturer narrative:
UDI: (B)(4). Sample was received for evaluation. The sample was visually inspected. Testing could not be performed due to a puncture hole in the catheter. The catheter material was mashed and hole punctured 1cm from tip; internal wires were exposed. The catheter was received with sutures and tied in a double loop held with suture). The determined cause of the condition as received was determined to be mishandling of the device. A review of manufacturing records found no anomalies during the manufacturing process. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Corrected fields: device evaluated by MFR. Additional information: concomitant medical products, PMA/510k, if follow-up, what type, device evaluated by MFR. The device has been returned for evaluation. Upon completion of the investigation a follow-up report will be submitted.

Manufacturer narrative:
It was previously reported that the device was not returned. The device has been returned and is awaiting evaluation. This report has been updated to reflect the corrected information.